Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump allegedly powered off without user intervention and would not turn on with multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple power on resets. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test cap was found to tightly secure the pump. There was no audio or vibratory sound to the pump, the display screen was found to be blank and there was no power to the pump. The pump cover was removed and there was a cold solder connection issue noted at the negative battery terminal. The connection was re-soldered and the pump powered on with the appropriate audible and vibratory sounds.